Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged due to twiddler's syndrome. The leads exhibited high thresholds and loss of capture. The patient experienced bradycardia. Plans to implant a leadless pacemaker were made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.